Manufacturer narrative:
It was reported that the device posted the alarm "device failure". The logbook shows that a technical failure occurred. In this case the device switches to patient safe mode, stops ventilation and posts the high priority alarm "device failure!!!", as reported. The safety valve will be opened to allow for spontaneous breathing. Ventilation of the patient with an independent ventilation device may be considered necessary. It was not possible to reproduce the in the logbook seen failure. Most likely the root cause was a sporadically occurring failure at the pcb motor controller. An exchange of the pcb motor controller was suggested.

Event description:
It was reported: the device posted "failure", ventilation was not possible anymore. No injury reported.